Event description:
It was reported that non-sustained right ventricular oversensing due to under sensing of atrial arrhythmia causing atrial pacing on r waves was observed on the implantable cardioverter defibrillator (ICD). The clinician indicated that the patient had very fine ventricular tachycardia (vt) which was sometimes undersensed due to fluctuations in the patient's intrinsic rhythm. The patient's issues were chronic, intrinsic and the patient was aged. The clinician was advised that increasing the programmed sensitivity may result in some oversensing. Programming changes were made. There were no complaints by the physician. The patient was doing well and was stable.